Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the anterior and posterior tibial artery. A 3.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. Following the first usage , the device was removed and was re-inserted to be use again. When the device was removed, about 15cm of the balloon shaft broke off and remained inside the patient's body. A new vascular access was utilized and a 12x20mm snare was used to retrieved the broken shaft. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR. Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter in two pieces. The balloon is loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft was completely separated 112cm from the strain relief. The fractured/separated ends of the shaft were stretched and jagged which indicates the shaft separation was due to tensile forces. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The tip is damaged. The shaft is flattened/damaged in numerous locations. There are numerous hypotube and shaft kinks. The inner shaft is buckled in numerous locations under the balloon. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the anterior and posterior tibial artery. A 3.0mmx60mmx135cm (4f) sterling balloon catheter was advanced to dilate the lesion. Following the first usage , the device was removed and was re-inserted to be use again. When the device was removed, about 15cm of the balloon shaft broke off and remained inside the patient's body. A new vascular access was utilized and a 12x20mm snare was used to retrieved the broken shaft. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.